Manufacturer narrative:
Ref: (B)(4). Investigation: x-initiated manufacturer's investigation . X-no sample returned. X-review DHR . Analysis and findings : distribution history: the 15006-03 fisher cone assembly was purchased from geotec, inc. As an OEM finished product, received at csi 5/23/19, issued to work order 264273 as csi part number 900-152 and completed 6/17/19. Manufacturing record review: the DHR for this unit was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: iqc- mo050219-02 was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: service history record not applicable to this product. Historical complaint review: a review of the product two-year history indicated did not reveal any trends related to the description of the reported event. The reported event will be monitored for possible future reported event trending. Product receipt: the sample was not returned at the time of this investigation, and no RMA was given. Visual evaluation evaluation of the (B)(4) could not be completed as the complaint (B)(4) has not been returned to coopersurgical. If the (B)(4) should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the (B)(4) could not be completed as the (B)(4) has not been returned to coopersurgical. If the (B)(4) should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: definitive root cause is indeterminable however, previous testing performed in 2011 in trying to replicate reported events of the wire "burning" or "snapping" indicated the product performed as intended, the testing was repeated in march of 2019 and resulted in the same manner. See attached copies of testing reports. Correction and/or corrective action : coopersurgical will continue to trend this complaint condition. No further corrective action is required at this time, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? No. Preventative action activity : coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Per phone conversation: customer stated "loop broke on first use. Insulation looked compromised." Ref: (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Per phone conversation: customer stated "loop broke on first use. Insulation looked compromised." (B)(4).